Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No known issues involving a patient.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head would not interrogate and it failed functional uplink amplitude test; rf head cable found out of electrical specification. Analysis also found a broken upper case; it was noted the led (light emitting diode) window is broken. Concomitant products: product ID 2090 programmer. (B)(4).